Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for both possible lots involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Lot: 64411087 - manufacturing date: may 25th, 2022, expiration date may 24th, 2024. Lot: 64561524 - manufacturing date: august 26th, 2022, expiration date: august 25th, 2024. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. As part of the manufacturing process, the manufactured units go through a balloon inflation inspection process.

Event description:
As reported, when removing this swan-ganz catheter after unsuccessful wedge attempt and no air bouncing back in the syringe plunger, the balloon was found ruptured. The catheter had been inserted the previous day in the theatre during a coronary artery bypass surgery and worked correctly at patient arrival to the ICU. However, in the morning, it was not possible to wedge for pap (pulmonary artery pressure) measurement anymore, even if the waveform provided was correct. Then, catheter tip position was confirmed to be correct by x-rays and it was decided to remove the device. There was no allegation of patient injury, and patient remained hemodynamically stable after the issue was noticed. This swan-ganz catheter was received by the product evaluation laboratory for a full examination. The balloon was found to be ruptured in the central area. The balloon edges appeared not to match at the ruptured region.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of balloon rupture was confirmed. Balloon was found to be ruptured in the central area. The balloon edges appeared not to match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.